Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the connection screw broke during surgery. There was a 30 minute surgical delay due to the complained event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Event date was reported as an unknown date during ¿week 7, 2015.¿ device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. A review of the device history records was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: article 338.310 lot 8788366: the investigation of the connecting screw has shown that the threaded tip is completely broken off and the shaft is strongly bent. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in february 2014 according to the specification. Since no manufacturing related condition was found we have to assume that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage on the tip. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.